Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was fluctuating. Review of the pump data logs verified that the pump is functioning properly. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no reported adverse effect to the customer's blood glucose level.